Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced severe hyperglycemia and diabetic ketoacidosis. Customer blood glucose value 282 mg/dl at the time of incident. Another blood glucose value was 345 mg/dl. The blood glucose value changes multiple times. Customer blood ketones was 0.7. The insulin pump will not be returned for analysis.